Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with low lead impedance on the low voltage lead via merlin.net transmission. There were no other electrical anomalies noted. The patient will be brought in clinic for further investigation. No further information is available.